Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were in pain and have always had pain. Patient stated they had been having some issues, where their doctor had been giving the patient ablation and burned their nerves in the bottom of their back, but that did not resolve pain, so they had two cortisone shots, and now they want patient to get stimulator re-calibrated. Patient stated they had done ablation before. Patient stated they had a thoracic x-ray yesterday to determine the leads were in the right place, but they had not gotten results back yet. Agent reviewed role of rep and redirected patient to healthcare provider. Additional information was received from the patient. Pt said the ins and lead had been removed about a month ago but did not know the day. Pt confirmed their surgeon discarded the lead and ins battery. They since got a fuse on their back two days ago. Agent tried gathering more information but pt got mad and hung up.